Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. No further information was provided. Return of the device for evaluation will be requested. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 at 2:00 am a pump stoppage occurred while the system was connected to a mobile power unit. The patient switched the lvad to battery support. The patient was later admitted to the hospital and an ungrounded patient cable was provided with a power module for power. A review of the system controller log file by the manufacturer's technical services representative noted pump stoppage events over approximately 22 minutes that were indicative of a potential driveline short-to-shield. The patient was reportedly stable while on the ungrounded patient cable. It was also reported that the patient had gained 40 pounds since implant. Review of x-ray images revealed a potential area of concern on the portion of the driveline internal to the patient where the bend relief appeared to be under stress. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Additional information: the pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. Electrical continuity testing of the 1 inch pump end portion of the driveline did not reveal any discontinuities or shorts. The shielding and bionate layer were removed, and examination of the underlying wires revealed a breach in each of the insulations of the green wire approximately 0.5 inch from the pump housing. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the green wire were exposed. The insulation breach of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the green wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the pump was supported by the power module. This short would have caused the report of low speed alarms and pump stoppage events. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.